Manufacturer narrative:
Manufacturer's report date: 04/20/2011. (B)(4). Pt information requested and all available information is included in sections a and b. This report was filed by the manufacturer. Data set and event logs have been received for review. Investigation is not complete. A follow up report will be submitted with the investigation findings.

Event description:
Facility biomed reported the nurse programmed a diltiazem infusion using the drug library. She noted on the central monitor that the pt's blood pressure kept increasing and when she went to check the IV, noted the device scrolling "infusion complete" without having alarmed and without going to kvo mode. The lights at the top of the pump were not flashing as expected. Profile was critical care. No harm or medical intervention was reported. Customer states that no further pt/event information is available. Additional attempts made to obtain details from clinical contact have been unsuccessful. No additional information was available.